Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient was asymptomatic. Chest x-ray showed dislodgement of ra and rv leads. On (B)(6) 2020, the patient was hospitalized and more slack was given to both ra and rv leads.